Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that the therapy connector of their customer's device had an intermittent connection to the therapy cable. In this state, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.